Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. There was no complaint device returned for investigation. Therefore, no physical assessment could be conducted and investigation was based on document review. Burst balloon could be due to various reasons. However, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted and therefore complaint is not confirmed.

Event description:
It was reported that the device was inserted properly. The balloon either stops urine from flowing or when removing catheter balloon had burst. There was bleeding and a suprapubic catheter had to be inserted. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the device was inserted properly. The balloon either stops urine from flowing or when removing catheter balloon had burst. There was bleeding and a suprapubic catheter had to be inserted. The patient's condition was reported as fine.